Event description:
The customer reported via phone call that they received a button error alarm. It was also found the buttons were scrolling and the up arrow button was stuck on the insulin pump. The customer's blood glucose was 59 mg/dl at the time of incident. Customer also reported experiencing blood glucose between 50 mg/dl. The customer reported dropping the insulin pump in the past. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.